Event description:
A report was received that the patient will undergo lead revision. Reason for lead revision is unknown.

Event description:
A report was received that the patient will undergo lead revision. Reason for lead revision is unknown.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision due to inadequate stimulation. X-ray was taken and revealed that the leads were not placed where it was intended to be positioned due to patient's physiology. During the procedure, the physician elected to replace the paddle lead with a new one. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.